Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope three times throughout the night. A remote interrogation was performed and boston scientific technical services (ts) was consulted. Upon review of the data ts noted that a non-sustained ventricular tachycardia (vt) episode was stored in the device from earlier in the day. Ts discussed the findings with the physician and recommended interrogating the device with a programmer as the remote interrogation does not assess threshold measurements. The field representative was not contacted to interrogate the device with the programmer and was unable to obtain any further information. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.